Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (4). Same case as MFR report#: 2134265-2010-02000. It was reported that during a carotid artery stenting treatment procedure, the patient experienced hypotension. The 90% stenosed and 20mm long target lesion was located in the ostium of the right internal carotid artery with a reference vessel diameter of 5mm. The lesion was treated by deployment of a filterwire ez 190cm embolic protection system and placement of a carotid wallstent mr 10x24,5.9f,135cm followed by post dilation resulting 0% residual stenosis. During the index procedure, the patient became hypotensive and was treated with robinul 0.4mg IV. Baseline blood pressure was reported to be 135/60 and the lowest pressure recorded during the index procedure was 93/53. The patient continued to be hypotensive after the procedure until the next morning when he was discharged. No further medication was administered. The event is considered resolved without residual effects. It is the opinion of the physician that the event is possibly related to the filterwire ez and carotid wallstent.